Manufacturer narrative:
22-jun-2021 product investigation result: no failure could be identified as a result of the investigation.

Event description:
Only half of it came out-vagina [foreign body in reproductive tract]. String detached from the tampon [device breakage]. String detached from the tampon. Only half of it came out [complication of device removal]. Consumer called to report that the tampon string detached and only half of it came out. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Only half of it came out-vagina [foreign body in reproductive tract]. String detached from the tampon [device breakage]. String detached from the tampon. Only half of it came out [complication of device removal]. Case description: consumer called to report that the tampon string detached and only half of it came out. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Only half of it came out-vagina [foreign body in reproductive tract]. String detached from the tampon [device breakage]. String detached from the tampon. Only half of it came out [complication of device removal]. Case description: consumer called to report that the tampon string detached and only half of it came out. No serious injury was reported.